Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which observed a separation between the tubing and one-piece male luer lock. The reported problem was verified during initial inspection. The cause of the condition was due to lack of solvent being applied during manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot #: ur19a17068, ur19d14010, ur19f16028, ur19f05096, ur19c19060, ur19c05069. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a micro-volume radiation sterilized extension set "came off from the male luer". The set was replaced with another and set up was completed. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.